Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx6mm20cm155) was delivered to the lesion in the superficial femoral artery for post-dilation, but the balloon ruptured at approximately 3 to 4 atmospheres (atms). The device was replaced with a non-cordis balloon catheter to successfully complete the procedure. Initially, a contralateral approach was made to the lesion using an unknown guidewire. A non-cordis balloon catheter was used for pre-dilation and a non-cordis stent was implanted. The lesion was described as a chronic total occlusion (cto). There was no patient injury reported. The device was clinically used.

Manufacturer narrative:
Complaint conclusion: as reported, a 6x200mm 155cm saber rx balloon catheter (bc) was delivered to the lesion in the superficial femoral artery for post-dilation, but the balloon ruptured at approximately three (3) to four (4) atmospheres (atms). The device was replaced with a non-cordis balloon catheter to successfully complete the procedure. Initially, a contralateral approach was made to the lesion using an unknown guidewire. A non-cordis balloon catheter was used for pre-dilation and a non-cordis stent was implanted. The lesion was described as a chronic total occlusion (cto). There was no patient injury reported. The device was clinically used. The device was not returned for analysis. A device history record (DHR) review of lot 17620007 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the information for safety in the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.